Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius customer service that the pd patient was diagnosed with peritonitis. Additional information was provided though follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2025 due to cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with on intraperitoneal (ip) vancomycin (dose dependent on vanco levels). Subsequently, the patient was admitted to the hospital on (B)(6) 2025 due to the peritonitis. The cultures resulted positive for enterococcus faecalis and staphylococcus epidermidis. The pd fluid white cell count was 1310 with 91% polymorphonuclear cells. The patient was discharged from the hospital on (B)(6) 2025. The cause of the peritonitis was touch contamination. The patient continued ccpd therapy during recovery. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) reported to fresenius customer service that the pd patient was diagnosed with peritonitis. Additional information was provided though follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2025 due to cloudy pd effluent. Pd cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with on intraperitoneal (ip) vancomycin (dose dependent on vanco levels). Subsequently, the patient was admitted to the hospital on (B)(6) 2025 due to the peritonitis. The cultures resulted positive for enterococcus faecalis and staphylococcus epidermidis. The pd fluid white cell count was 1310 with 91% polymorphonuclear cells. The patient was discharged from the hospital on (B)(6) 2025. The cause of the peritonitis was touch contamination. The patient continued ccpd therapy during recovery. No further information was provided.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination. The pd effluent culture result of staphylococcus epidermidis and enterococcus faecalis supports that finding. "Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis." ¿enterococcus spp. Are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract with enterococcal peritonitis probably resulting from touch contamination and possibly from gi sources.¿ based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.